Manufacturer narrative:
Visual evaluation of the returned rx cytology brush found the blue tuohy-borst cap was completely unthreaded from the t-fitting threads, likewise, the thumb ring and hypotube had been pulled out of t-fitting. The blue cap, steel and zytel stop washers, and silicone gland were all present on the thumb ring hypotube. The blue cap and t-fitting threads were undamaged. The pull wire is bent at the hypotube connection, with a short section of the wire visible between hypotube and t-fitting. The brush was properly formed and the working length presented no issues. Due to the condition of the returned device, the brush could not be extended. The complaint was not consistent with the reported event of working length detached/separated. Therefore, the most probable root cause for this failure is handling damage since the issue was noted during the preparation and outside the patient. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, before the device was inserted into the scope, the plastic sheath detached from the handle. The brush failed to extend due to this event. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of catheter detached from the handle. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, before the device was inserted into the scope, the plastic sheath detached from the handle. The brush failed to extend due to this event. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.